Manufacturer narrative:
Correction: device manufacture date updated to proper value.

Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while in a transforaminal lumbar interbody fusion (tlif), the touchscreen of the navigation system was unresponsive to prompts from the user. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.